Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1261553) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, calling on behalf of a customer reported that the customer received an unspecified error message on the display of her adc blood glucose meter, noting it was an intermittent problem. Caller further reported that on (B)(6), 2013, (approximately one week after first noticing the error message), customer began to experience "dizziness and vomiting", and subsequently a loss of consciousness which resulted in "bruises and blurring on the right side of her eyes". No third-party medical intervention was required. Customer self-treated by applying an ice pack to the area. There was no report of death or permanent impairment associated with this event.